Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by non-healthcare professional via personal communication that there was a tear of the capsule and there was contact with the patient. Additional info has been requested.